Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of experiencing a constant tone and was not able to clear due to buttons not responding. Customer's blood glucose was 220 mg/dl and also 44 mg/dl. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with constant tone and frozen screen due to faulty x1 on the mother board. Unable to verify low battery alarm, button/keypad anomaly, bolus anomaly or perform the functional testing including the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to constant tone and frozen screen. The insulin pump had cracked case at the display window corner, battery tube threads and minor scratched display window.